Event description:
Dr. Said it appeared as though the patient umbillicus necrosed. Patient was placed on a course of antibiotics but dr. Counseled patient that their umbillicus would not look like it did before the surgery. Dr. Attributed this incident to the company's trocar. Claims she has never had this happen in 30 years of using trocars.